Event description:
Customer reported being hospitalized due to high blood glucose levels and dka. Customer has high blood glucose levels for 24 hours before hospitalization, and is currently on saline drip per doctor's order. Troubleshooting was performed and found bent cannula and occluded set; pump appeared to be functioning properly.